Event description:
As per the request submitted by FDA medwatch program, this report is being resubmitted as report number 1649833-2016--70017-1. This report was initially submitted as follow-up report 1649833-2016-70030 - 1, march 30, 2016. Description from medwatch report as follows: this is a follow-up report to the original mor no. 1649833-2015-70030. Event occurred in USA. Original report stated leaflet broke while rotating the valve. The valve has been returned and investigated and it was found that the leaflet had been pushed out of its socket while attempting rotation, and in the process the housing coating was fractured in a number of areas. The conclusion is that the damage resulted from using a rotator that is smaller than the valve size, allowing rotational forces to be applied to the leaflets. The correct size rotator applies rotational forces safely to strong features on the housing interior. In brief, it is summarized as "iatrogenic damage". The IFU clearly warns against using undersized rotators as it can result in damage. This was not a structural valve dysfunction caused by latent defect in the valve.